Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, a patient experienced blurry near and distance vision, as well as double vision. The patient described the blurriness "like a film over my vision". The surgeon also reported the patient experienced elevated intraocular pressure immediately following surgery which resolved with medication. The patient was seen by a retinal specialist who reported no problems with the iol and no retinal pathology. In a follow-up, the surgeon reported that the iol looks good, fundus is normal, and the patient's vision improved with medication. The surgeon continues to monitor the patient. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received on 02/06/2009 (medical records). Follow-up information was received on 2/13/09.